Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary system drawer was not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication and able to remove the med from another station there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on bus. The field service engineer replaced mother board, drawer board 1.2 and retractor band. The system functioned as intended after the field service engineer troubleshot the device.